Manufacturer narrative:
D: primary UDI number - additional h2: additional information

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On 02/04/2025, it was reported that the patient experienced an issue with alert and notification settings. At 9pm the cgm failed to alert to a dangerously low blood glucose level. The patient was unable to wake up or communicate and the roommate called emergency services. Four paramedics arrived at the house in response to a 911 call, they took a bg reading which was 24 mg/dl. The patient couldn´t remember what happened after this. The patient was taken to the hospital and regained consciousness at 5am the next day. At some point the patient was treated with glucose. The patient was stable but he had no memory of the events that occurred between the cgm failure and waking up. The patient was discharged at 6am the next day. At the time of the report the patient was stable. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional event or patient information is available.